Event description:
Device interrogation on (B)(6) 2015 showed high lv thresholds compared to previous interrogation. This resulted in premature battery depletion. Pt did not want to pursue surgery at this time. Physician decided to turn lv lead off and reassess in three months. Echo on (B)(6) 2015 showed ef of 55%. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.